Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an apollo catheter tip premature detachment during preparation/flushing. It was reported that during the flushing of an apollo catheter with saline on the table, the tip prematurely detached and separated. It was noted that the device and any accessory devices were prepared as indicated in the instructions for use (IFU), and the catheter was flushed per IFU. There was no friction or difficulty during injection. No entrapment or vasospasm occurred as the device was not yet used in the patient's body. No surgical or medicinal intervention was required, and the incident did not occur during onyx injection. The catheter and the detached tip were discarded. The catheter was replaced by another manufacturer's product for the procedure. There was no patient involvement.